Event description:
The customer previously called zoll tech support and reported that during patient treatment, propylene glycol (coolant) had leaked from the thermogard hq temp mgt console (sn (B)(4). The customer used another tghq system to continue and complete the therapy. The reported problem did not cause any significant delay in treatment. No consequences or impacts on the patient. Zoll service personnel went to the customer site, inspected the console, and found no leak on the console. Upon follow-up, the customer stated that between (B)(6) 2022 and (B)(6) 2023 (overnight), the thermogard hq start-up kit (suk) started leaking the entire 500-ml bag of saline while the staff was priming the system for setup. The suk was set aside. Later, the customer inspected the suk and noted that the thicker portion of the tubing (lft), which sits inside the roller pump groove, had a couple of cracks/slits. This was suspected to be the source of the leakage, as no other apparent issues were observed on the rest of the tubing.

Manufacturer narrative:
The thermogard hq temp mgt console (sn (B)(4) was evaluated by zoll service at the customer site on(B)(6) 2023. The initially reported complaint of "propylene glycol (coolant) had leaked from the console" was not confirmed during functional testing or visual inspection. No device failure or malfunction was found, and the tghq system functioned as intended. There was no coolant found in the drip pan, and the coldwell was full. During the inspection, zoll service personnel found traces of dried saline inside the pump raceway, unrelated to the reported complaint. The zoll service personnel informed the customer of the noted issue. The customer later inspected the thermogard hq start-up kit (suk) which had been used to prime the system and noted that the thicker portion of the tubing (lft) that is placed inside the roller pump groove had a couple of cracks/slits. This identified the source of the saline leakage found in the pump raceway. The zoll service personnel cleaned the pump raceway as part of standard system maintenance. No physical damage was observed on the thermogard hq console during visual inspection. The event log review showed no significant discrepancies or error messages. Following service actions, the thermogard hq system passed all tests with no issues, and readings were within the specified limits.

Event description:
The customer initially called zoll tech support and reported that during patient treatment, coolant (propylene glycol) was leaking from the thermogard hq temp mgt console (sn (B)(6). Upon follow-up, the customer stated that between (B)(6) 2022 and (B)(6) 2023 (overnight), the thermogard hq start-up kit (suk) started leaking the entire 500-ml bag of saline while the staff was priming the system for setup. The suk was set aside. The customer used another tghq system to continue and complete the therapy. The reported problem did not cause any significant delay in treatment. No consequences or impacts on the patient. Later, the customer inspected the suk and reported that the thicker portion of the tubing (lft), which sits inside the roller pump groove, had a couple of cracks/slits.

Manufacturer narrative:
The thermogard hq temp mgt console (sn (B)(6) was evaluated by zoll service at the customer site on january 6, 2023. The initially reported complaint of "coolant leak" was not confirmed during functional testing or visual inspection. Zoll service personnel inspected the console and found no leak on the console. No device failure or malfunction was found, and the tghq system functioned as intended. There was no coolant found in the drip pan, and the coldwell was full. During further inspection, zoll service personnel found traces of dried saline inside the pump raceway, unrelated to the reported complaint. The zoll service personnel informed the customer of the noted issue. The customer later inspected the thermogard hq start-up kit (suk) which had been used to prime the system and noted that the thicker portion of the tubing (lft) that is placed inside the roller pump groove had a couple of cracks/slits. This identified the source of the saline leakage found in the pump raceway. The zoll service personnel cleaned the pump raceway as part of standard system maintenance. No apparent physical damage was observed on the thermogard hq console during visual inspection. The event log review showed no significant discrepancies or error messages. Following service actions, the thermogard hq system passed all tests with no issues, and readings were within the specified limits.